Event description:
It was reported that the physician experienced poor visibility from bleeding during a prostate procedure and that the pt had multiple "bleeders." The physician used the laser fiber for coagulation for an unk length of time to attempt to stop the bleeding. There was no report that any other intervention to control the bleeding was performed during the procedure. Per follow-up details obtained by the MFR, the pt blood loss was reported by the physician as 500 ml. There was no report that the pt required a transfusion for the bleeding, and the pt outcome was reported as "okay."